Event description:
Laparoscopic colectomy. During the surgery, the non-nactiopague flexible insulation on the (B)(4) came loose and folded back upon itself. This was the second issue in which we found an issue with this silicone insulation. It was reported to the sales rep.